Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg reached end of life. It was also noted also that the patient was experiencing inadequate stimulation. The patient underwent an ipg replacement procedure and doing well post operatively. The explanted device was disposed of at the facility.